Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had different readings between his blood glucose and sensor glucose. Customer was getting low numbers on the first day of the sensor and had to shut off threshold suspend. Customer stated that the pump was beeping and showing his blood glucose went up over 400 mg/dl. Customer took his blood glucose and it is 232 mg/dl. Customer's blood glucose went up to 388 mg/dl because he went 6 hours without insulin since the pump shut it off. Customer also had a calibration error. Customer was advised to monitor the issue and call back if further assistance is needed.